Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple problems were encountered with the stimloc device. It was stated there was too small of an opening which made securing the screws difficult. It was also stated a small incision was made and the tissue forced the clip to separate and the swivel portion fell into the burr hole. Reportedly, the orientation instructions for the clip rotation were ignored and the clip opening was superior instead of perpendicular to the base groove. It was noted the lead was forced distally in the subthalamic nucleus when the cap was applied. It was later reported the doctor did not remember making a statement about the stimloc component of the deep brain stimulator.